Event description:
It was reported that the patient developed increasing stenosis from the size of the paddle lead. The patient underwent a lead replacement procedure, and the physician opted to use a smaller footprint paddle lead and placed it at a non-stenosis area. There were no reported complications postoperatively. The explanted device was kept by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred two months prior to the date the manufacturer became aware.